Event description:
It was reported to adac that the electron dose distribution for a blocked beam looked unusual. The user described having dose where it should not be, plus an unusual isodose display. No injury was reported as a result of this issue.